Event description:
Rec'd report of blood spray when IV tubing removed from a clave port. A nurse had finished a blood transfusion to a pt. When she disconnected the secondary tubing that the blood had been administered through from the primary tubing, blood sprayed out of the port and onto the nurse's hands. No harm reported.